Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the t1 implant of the fast-fix 360 could not be used. It is unknown how surgery was completed, or if there was a surgical delay. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The needle is fractured away. The piece was not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.